Manufacturer narrative:
Other, other text: additional information from the customer that the fault occurred during in house testing and inspection process. There was no reported patient involvement or adverse effects.

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 . The complaint of failing flow rate test was confirmed. The problem was duplicated during testing and revealed, +0.45%, -2.61%, and -3.53% were all within the published customer spec of +/- 6.0%, but one was outside the internal spec of +/-3.0%. Therefore, the expulsor was replaced and calibrated. Device was in overall good condition and passed all functional testing and ready for service.

Event description:
Investigation completed.

Event description:
Information received indicating that the cadd solis vip pump failed flow rate test. No adverse effects reported.